Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the head detached from the accolade stem. Revision surgery was performed.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem and metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for evaluation. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined due to a lack of information. Further information such as pre- and post-operative x-rays, primary operative reports, medical records and return of devices are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the head detached from the accolade stem. Revision surgery was performed.